Event description:
Duragen was placed. Post implantation, a dural cerebrospinal fluid leak was noted. The neurosurgeon did not place a close wound drain after placing the dural graft matrix. It is unknown if the patient was injured. Additional information has been requested.